Event description:
Medtronic received information that prior to the implant of a transcatheter bioprosthetic valve, it was noted the patient was sized for a 26mm valve. A pre-implant balloon aortic valvuloplasty (bav) was not performed. A non-medtronic (safari) guidewire was used. Five deployment attempts were made from the starting point at the bottom of the catheter to place the 26mm valve; however, the valve would dislodge toward the aorta. The valve was recaptured into the delivery catheter system and withdrawn from the patient. The physician chose to use a larger 29mm valve. The valve was implanted without issue. No adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Section d references the main component of the system. Other medical products in use during the event include: product ID evolutfx-26 (serial: (B)(6); product type: 0195-heart valves; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.